Event description:
The complainant reported the patient was on impella cp support and during support, the impella was experiencing suction. The patient was given three units of blood products and albumin. Additionally, the peel away sheath was left in place and an external bypass was placed due to the patient have occluded flow. This helped the patient flow but flow was still limited until explant. The procedural outcome was the patient survived surgery.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿

Manufacturer narrative:
The investigation for the low pump flow and the limb ischemia has been completed. Data logs were reviewed which showed flow was fluctuated after pump started and remained for 3 hours corresponded with the time the patient coded. After that, flow was in normal range to the rest of the case. Product was not returned for review. Based on clinical description and data review, the root cause of low flow was most likely patient condition related as the low flow was resolved after fluid compensation.